Event description:
It has been reported to us that the occlusion balloon would not deflate when required during the procedure. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician attempted to deflate the occlusion balloon and the occlusion balloon would not deflate when required. The physician inserted a guide wire and advanced it forward into the occlusion balloon material to cause the occlusion balloon to deflate. The physician is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.